Event description:
It was reported that the atrial and right ventricular leads were fractured. The patient received inappropriate shocks and the device could no longer be interrogated. The leads were capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.